Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the patient¿s stimulation feeling too strong and feeling a jolt when turning it back on was the patient was inadvertently increasing it. The rep reviewed how to properly increased/decrease the stimulation and they found an intensity that was the most comfortable for the patient. The patient hasn¿t had the problem since. The issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Event description:
Pt stated 'several months ago' she had a situation where her stimulation was so strong it almost made her fall. The pt said that on this occasion for two hours her presumed pain got worse and her stimulation did not seem strong enough, and then it turned back on and she felt a jolt. An hcp said it could be related to ins cycling. The manufacturing representative (rep) today states the pt does not have cycling programmed. The rep will continue to work with pt in regards to the ins programming.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.